Event description:
It was reported that the patient experienced multiple hypoglycemic events while using the ilet and questioned whether the device was malfunctioning; review of uploaded ilet data showed repeated user-initiated pauses of insulin delivery multiple times per day and meal announcements entered during hyperglycemia, and the patient reported recent illness with poor oral intake and vomiting without medical evaluation. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included review of device use data and troubleshooting with education on appropriate device use and hypoglycemia management. Investigation of this case revealed no device alarms and no device malfunction, with findings consistent with user-related factors including frequent pausing and meal announcement practices in the setting of intercurrent illness and limited food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.